Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the physician that the patient's symptoms were not related to the ipg and that the ipg was checked and normal device function was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that three days post implant, they experienced shortness of breath, fatigue and low heart rates when using a home pulse oximeter . It was also noted that the implantable pulse generator (ipg) was pacing below the lower programmed rate. The ipg remains in use. No further patient complications have been reported as a result of this event.